Manufacturer narrative:
Evaluation results: visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of reddish residue. Both sides of the lens optic and haptics were checked and no rough/sharp edges were found. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated, the surgeon inserted an aa4204vf silicone single piece lens and the lens tore. The reporter stated, the capsule was expanded and sutures were required. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.